Event description:
An initial placement of the prefyx pre-pubic sling took place sometime in 2007 (weight of patient is unknown). At 3 months post procedure the patient was continent. It was reported that 6 months later, the patient complained of incontinence. The mesh was exposed approximately 2 inches bilaterally with "some" vaginal erosion. It was noted that a superficial placement of the mesh contributed to this. The physician removed the mesh the following day and replaced the device with another product line. The patient is reported as being "fine with no complications."

Manufacturer narrative:
The complaint indicated that the device had been disposed of therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undetermined. A review of the device history record (DHR) and lot history was not performed due to the lot number not being provided. A ship history was performed and found that lots 9501971, 9700399, and 9692802 were the last three lots sent to this customer. No complaints have been reported for any of these three lots. The 15-month pre-public sling product family complaint trend report, specific to this failure mode, was reviewed; no unfavorable trend was noted.